Event description:
Technician found in maintenance area with tag stating bed won't go into reverse trendelenburg.

Manufacturer narrative:
Technician adjusted limit switches in trendelenburg box assembly and this resolved the issue.